Manufacturer narrative:
A ge service representative performed an onsite investigation. Repairs were performed. The system was then found to be operating as intended.

Event description:
The customer reported that there was a loss of motorized movements. This feature is critical for the type of imaging the motorized c-arm was designed for. The system would be effectively unusable. There is no report of patient injury associated with this event.